Event description:
The care assistant was moving the patient from the bed to the chair with a floor lift and clip sling. When the transfer began, the left clip of the sling came away from the spreader bar and the patient slip out of the sling onto the legs of the floor lift, until floor. The care assistant could break the fall and the patient was left in his position until ambulance arrived. The patient was taken to hospital and released later that day. A slight graze was noted on back head but no treatment was given.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjo (B)(4)). On behalf of the importer (b)()). A complete investigation was performed by the manufacturer, including a review of the trend of similar problem, history of the product and stimulation of the incident. There have been previous MDR's related to sling clips detaching or not having been attached in the first place on various passive lifts. The current rate indicates 56 clip detachments on a yearly basis, and the occurrence rate appears to be low when compared to the amount of daily use of clip slings on the worldwide market. The device history record could not be reviewed since no serial number was provided for the sling involved. A review of the field action history indicated there has been a worldwide field action ((B)(4) reference at z-1636/1637-2009) regarding sling attachment labeling on device, and action taken was to apply warning stickers on the dynamic positioning system (dps) of the lift. It could not be confirmed if the device involved had the stickers provided during this field action. An arjohuntleigh representative performed an on-site visit after the incident. His findings were transmitted to the floor lift and sling respective manufacturer. The floor lift was inspected and load tested for 5 times, and no issue was found. From the manufacturing knowledge about similar incident, based on the description of event, the floor lift and its dps are not considered to have been a contributing factor to the event, but were rather used in correlation with the sling at the time of event. The sling intended lifetime could not be performed, due to a faded label making the serial number illegible. The on-site representative found no issues with the sling or the clips as well. Clear pictures were received by the manufacturer and permitted to confirm these observations. Simulations previously performed for similar incident established that a clip is never likely to detach during transfer, but can detaches in some situation of misuse, which are, when transferring from seated position: operator or occupant detaches the sling manually. Person in transfer is lowered and then lifted again without checking if the clips and straps ar under tension. Clip was not attached in the first place. It was indicated by the facility that during transfer, the patient fell from the sling due to the left sling clip detaching from the dps. No reason could be given as to why the sling clip detached, or even if the clips were checked during patient transfer for correct fitment in accordance with the device labeling. It is unknown why the staff did not adhere to the instructions, and no information was released about the date of the last training of the staff involved. The director of care indicated that the sling may not have been clipped on correctly; however, this cannot be proven. Even thought if the root cause could not be assess with certainty, it has been suggested to remind the facility that staff should be retrained against the device labelling, with a special attention to checking all clips prior to and during patient transfer.